Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) certified service technician was unable to duplicate the customer's reported issue. All testing performed using a good know test patient circuit as well as a good known ac adapter. The ventilator passed the circuit leak test from ltv service manual. Ventilator also passed 69 hour extended tests at customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation..

Event description:
It was reported to (B)(4) that the patient's daughter went to check on him, and the patient was unresponsive, so the daughter started cardiopulmonary resuscitation (CPR) and called 911. It was later noticed that the temperature probe proximal to the patient was disconnected and the ventilator did not alarm. The customer reported trying their backup ventilator but had the same issue. The patient was admitted to the hospital, recovered, and has been discharged home and placed back on a different ventilator. This is reported to be the customer's back up ventilator involved.